Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving an unknown drug via an implantable pump. The indications for use were spinal pain. The patient had severe right leg/ foot pain post implant. It was unknown what led to the event. The troubleshooting/diagnostics reported was catheter pulled from the it space. The intervention was surgical removal of the catheter, removed from the spinal canal and left in the body coiled up in catheter insertion site. The patient status at the time of the event was noted as alive with injury, pain in leg/heel of right foot. The type of drug being delivered, other medications the patient was taking at the time of the event, the patient's pertinent medical history, troubleshooting, the cause of the event not reported. Further follow-up was being conducted to obtain information. If additional information is received a follow-up report will be sent.